Event description:
Report received from abbott int'l affiliate of an under-delivery. The report reads: "the saline solution was loaded with potassium (kcl) and was being delivered via the burette. The nurse was in attendance due to the administration of kcl. The solution was to be given at 160mls/hour. There was 147mls of solution in the burette. It alarmed 'empty' and the face of the pump stated that 147mls had been delivered, however there was still 40mls left in the burette." The report further indicates "there was a bubble of air stuck in the pumping chamber, and that perhaps this contributed to the under-delivery. When air enters the system, the nurse must change the set to eliminate the bubbles, because the purge function will not clear the air from the chamber." Co has requested add'l info, however, there was no other info available at this time.